Manufacturer narrative:
There were no adverse event reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient received an inappropriate shock for conducted atrial fibrillation (af). The arrhythmia was initially detected in a vt-1 monitor only zone. The rate increased and the arrhythmia was detected in the vt zone. Because detection enhancements are not available in this zone to inhibit, the patient received inappropriate therapy. Technical services discussed eliminating the vt-1 monitor only zone. The physician agreed and it appears that this device will be reprogrammed.